Event description:
Medtronic received information that no communication (unresolved) occurred. Customer experienced high blood glucose level of 600 mg/dl. The customer was going to the hospital due to high blood glucose and not feeling well. Current blood glucose level is 616 mg/dl and customer had symptoms such as nausea and breathing difficulty due to high blood glucose level. Auto mode feature was active at the time of event.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.